Event description:
It was reported that the patient presented for initial implant. During the procedure, the atrial lead exhibited high impedance. The lead was not used and a new lead was implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical, visual and x-ray examination was normal with no anomalies found.